Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent emergent endovascular treatment for a ruptured abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. During the procedure after successful deployment of a gore® aortic extender component, intraoperative imaging determined the leading olive of the delivery catheter had become detached from the delivery catheter and was visualized within the patient's vasculature. The detached olive and a portion of the guidewire were retrieved and the procedure was concluded with no adverse consequences. There were no reported advancement or delivery difficulties during the procedure, however the patient was reported to have a very angled proximal neck; degree of angulation unknown.

Manufacturer narrative:
Event: corrected/additional information.

Event description:
The detached olive and a portion of the delivery catheter lumen were retrieved and the procedure was concluded with no adverse consequences.